Manufacturer narrative:
(B)(4).

Event description:
An '8503 physician bolus in progress' message was encountered (ptm). It was reported that while assisting with a pump refill on (B)(6) 2011, the hcp noticed a programming error at the prior refill. The drug conc were programmed in error and the pump was reading 20mg/ml dilaudid 30mg/ml bupivicaine and 1200mcg/ml baclofen with a dose of 3.303mg/day. The actual drug conc were 10mg/ml dilaudid, 20mg/ml bupivicaine, and 1000mcg/ml baclofen. The actual dose was 1.7mg/day. They refilled the pump with the actual drug conc. There were no pt symptoms. The md had confirmed the actual dose based on the error (1.7mg/day) and corrected the programming to the pump with the same flow rate and dose the pt was actually getting. On (B)(6) 2011, it was reported that the pca could not be programmed while bridge bolus in progress and pt returned to the clinic to program it. There was no reportable pt injury.